Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. The tgi pcb, low voltage power supply, kv control, aec, generic interface pcb and table fast stop switch were also replaced during the service event. The system was tested and found to be working as intended and returned to service.